Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device returned and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). During the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed using another of same device. No patient complications were reported, and the patient remained stable throughout.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device returned and additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. A visual and tactile inspection of the hypotube shaft revealed no abnormalities, with no kinks or damage observed in the shaft's polymer extrusion. A microscopic examination of the balloon material revealed no tears, pinholes, or defects. The distal tip was also inspected and showed no signs of damage. Leak testing was performed using an encore inflation unit, both before and after use, with a druck pressure gauge. The balloon was inflated to its rated burst pressure (rbp) of 20 atm, fully expanded, and maintained pressure for 15 seconds with no leaks observed. A vacuum was applied, and the balloon deflated fully without resistance. The balloon was then inflated to rbp on three additional occasions, with no leakage noted. No issues were identified with the balloon inflation system or balloon material during testing.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). During the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed using another of same device. No patient complications were reported, and the patient remained stable throughout.